Event description:
The lay user/patient's reporter contacted lifescan alleging the meter has a display issue. The issue was not resolved with troubleshooting since the patient was not available nor were the products. There were no allegations of harm or injury.

Manufacturer narrative:
The 510 (k) is k073231.